Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and determined the fault to be due to a damaged exhalation valve fitting. A new fitting was installed and the vent was run for several hours and the issue was not reproduced. The operational verification procedure and the user verification test were performed and the unit passed according to factory settings. (B)(4).

Event description:
The customer stated that while on a patient the ventilator is displaying "xdcr fault" and will not reset. There was no harm to the patient the vent was switched out with another.